Event description:
New information notes that the patient presented to the clinic on (B)(6) 2021, where additional episodes of post-paced t-wave oversensing was noted. Additional programming changes were made to address the issue. The patient was stable throughout.

Event description:
New information notes that additional episodes of post-paced t-wave oversensing was noted during an in clinic visit on (B)(6) 2022. Programming changes were made to address the issue. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an episode of post-paced t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021 to address the issue. There were no patient consequences.